Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified.

Event description:
It was reported that a patient underwent a right salpingectomy procedure on (B)(6) 2019, and suture was used. The suture broke during the sewing wound of umbilicus. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.